Manufacturer narrative:
Model number/catalog number 72404433. Serial number n/a. Batch/lot number 1100660252. Model/catalog description cx preconnect tenacio 21cm ps, iz. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported difficult to inflate is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. A risk review was completed, and inflation issue is defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the tenacio pump of this inflatable penile prosthesis (ipp) was very hard. A surgical procedure was performed to remove and replace the pump. No patient complications were reported.